Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm while priming the insulin pump. The customer's blood glucose was 39 mg/dl. The customer treated himself with candy. Troubleshooting was done. The customer was able to complete the priming process successfully with a new reservoir. Nothing further reported.